Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the caller had called regarding the occlusion issue multiple times with different cartridges and infusion sets. Review of usage and insertion techniques indicated that instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found records of occlusion alarm. On investigation, the pump powered up and functioned properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported occlusion alarm issue was verified in the black box but not duplicated during the investigation. The force sensor calibration reading was low out of specifications. Pump casing was opened and moisture corrosion was found on the force sensor wire and connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.